Event description:
The customer reported that the system had mixed up and missing images. Here is no report of pt injury or death.

Manufacturer narrative:
The customer cancelled the service call. In-house biomed was to evaluate the system. No add'l info was provided.